Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.2, lab: 2.3. Inratio: 1.9, lab: 2.3. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.2. Inr: 1.9.

Manufacturer narrative:
No data analysis will be performed for results provided by end-user due to improper sampling technique. Customer was milking the finger and using more than one drop of blood for testing. Per product user guide, it is advised that users do no use repetitive pressure to collect blood sample and that milking the finger will release interstitial fluids, which could lead to inaccurate results. No product is expected to be returned. Retained strip testing from a previous case revealed that test result comparisons met accuracy criteria. No further investigation is required. As of 11/11/2010, thirty-four discrepant result complaints were reported for lot #234586 yielding a complaint rate of 0.008%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.7%), no further action is required at this time. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #234586. Sysmex result for the first donor was below 2.0. The minimum 2 out of 3 replicates for this donor are within the acceptable bias variance of +/-0.5. Sysmex result for the second donor is above 2.0. The minimum 2 out of 3 replicates for this donor are within the acceptable bias variance of +/-1.0. No further action is required.